Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, wear abrasion. A leak test was performed and did not find any openings. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.